Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: when the settings changed on their own, the picture shown on the monitor fully changed as well, and the surgeons would not have been able to continue. There was no full loss of image. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: a short in the cable was the root cause of the issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.